Event description:
The pt was implanted with a left ventricular assist device. The surgeon reported that the pt experienced persistent hemolysis, despite medical interventions. The pt was admitted to the hospital. Additional info indicated that the pt received a pump exchange on (B)(6) 2012.

Manufacturer narrative:
The lvad was returned to the manufacturer for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.